Manufacturer narrative:
(B)(4) and cordis lot number 01424292. Per (B)(4) did review the device history records relative to the manufacturing, inspecting and packaging of lot 01424292. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. This is one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00496 and 1058196-2011-00497. Additional information will be submitted within 30 days upon receipt.

Event description:
During a coil embolization procedure, the enterprise stent (B)(4) could not be transferred into the prowler microcatheter (B)(4) and the enterprise was stuck. The procedure was finished with the same like product.

Manufacturer narrative:
During a coil embolization procedure, the enterprise stent (enc452212/lot 01424292) could not be transferred into the prowler microcatheter (606525smx/lot 15160474); the enterprise was stuck. The procedure was finished with the same like product. No further procedural information has been obtained in response to multiple investigational efforts. It was reported that the products returned were not involved in the reported event, the wrong products were sent and were not related to any complaint. The involved products are not available for analysis. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of orbit lot 01424292. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Due to the lack of procedural information and without the return of the involved devices, no conclusion can be made regarding the report that the enterprise vrd got stuck in the prowler select plus microcatheter. Therefore, no corrective actions will be taken at this time. This is one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00496 and 1058196-2011-00497.

Manufacturer narrative:
This is one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00496 and 1058196-2011-00497. The product will not be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.